Event description:
The reason this event is being reported is due to the intervention required to prevent a serious injury. In 2004, the pt underwent an operation to replace a descending aortic aneurysm using a vascutek gelseal ante-flo vascular prosthesis. Eighteen days after the initial procedure, the pt registered a sudden decrease in blood pressure and went into cardiac arrest. The surgeon performed a thoractomy and found bleeding from a pinhole leakage on the graft. The surgeon then sutured the hole to stop the bleeding. The pt's condition has improved.